Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft material had been fractured between electrode 2 and electrode 3 and conductor wires 1 and 2 were fractured at the location of the fractured shaft, consistent with the open circuits that were detected during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the reported issue was a manufacturing, design, or quality system related occurrence.